Manufacturer narrative:
Ams believes the "ams mesh/sling product" referenced is most likely either a monarc or a sparc surgical mesh. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an "ams mesh/sling product" was implanted, date not indicated. "On about (B)(6) 2009" the patient "underwent transvaginal tape, bladder sling, urethral suspension, and revision of mesh erosion repair" because since implantation the patient reports "erosion, shrinkage, and extrusion of mesh from one or more of the mesh devices, causing urinary retention, severe persistent pain, including dyspareunia, and "numerous surgical procedures to remove the mesh devices."